Manufacturer narrative:
Concomitant medical products: product ID: unknown prog, serial# (B)(4), product type: programmer, physician. Product ID: 3889-28, lot# va0fth3, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on 2014-(B)(6). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that patient was not getting satisfactory result and had increased stimulation the day prior to the call. The patient reported that he was at 6.0 and he could not increase stimulation further. The patient stated he felt stimulation in his leg and left testicle, but not on the day of the call. The patient reported that it was working, that he had good stream after he was in the tub the night prior to the call and he went a couple of times at night., and no run off last night - pad was dry. It was indicated that the patient adjust stimulation if he loses relief. It was indicated that the other programs did not work for him, perhaps because he did not increase stimulation high enough; he did not know he could increase stimulation to a much higher level. Additional information received later indicated that patient loss therapeutic effect. It was indicated that patient had good relief after implant, but it slowly degenerated. The patient stated that program was the best and programs 2, 3, and 4 were disasters. The patient stated that he called a couple of weeks ago and learned how to increase stimulation. It was noted that patient increased stimulation on program one to 4v and felt stim in his legs and left testicle. The patient stated that he lost sensation and turned it up a couple of days later to 5v and a couple of days after that to 6v. It was indicated that the patient had little symptom management and was leaking heavily. Additional information received indicated that the patient mentioned it was working very well except in the morning he had a flood at 10 am and he was not sure what caused it. The patient was unsure what program to use. The patient was getting 97% symptom reduction and he would like to work on that last 3-4 percent and it was causing him pain. The patient had to wear undergarment in the morning because at a time he was flowing. It was indicated that in the morning patient was not getting the sensation to alert him it gushes out but at time he knew when he had to go. The patient was on program 2 @ 6v. The patient did not say which program but he was on 3.4v and he was having a strange feeling in his hand, it was vibrating, and he could not applaud when at a show. The patient stated not able to have straight stream before the ins he was spraying himself neck to toe and had to sit down to urinate but with the ins he was able to stand up and have a steady stream. The patient mentioned at 3.4v feeling stimulation on the feet hands and on the left testicle .the patent would feel it for a day "it was not uncomfortable but it was there¿. The patient mentioned he will keep trying different programs to see if it would help with morning symptoms where he has to run to the bathroom because he had to go urgently at 10am. Additional information received reported that the patient had a loss of therapeutic effect about a month ago. The symptoms had a gradual onset and the patient had reasonable success in the beginning. It was noted that the patient was on program 4 at 0.0v and stimulation was increased to 3.1v and the patient felt stimulation in their testicle and leg. It was stated that the patient had myasthenia gravis and thought that may have been contributing to their symptom return. Additional information received reported that the health care provider (hcp) received a form from the manufacturer but they were unable to fill it out at this time because the patient hadn¿t been seen since march. The patient did not mention anything about a lack of therapeutic effect when they were seen in march. It was stated that the patient had an appointment scheduled for 2014-08-19 and they would have more information after the appointment. It was noted they would keep the form and fill it out after the appointment. Additional information received indicated that patient had changed programs many times and settings within programs, but had not tried all 4 programs yet. The patient stated the therapy was like playing ¿russian roulette¿. Some of the settings had made symptoms better, but never "ok". The patient currently had a lot of flow/run off and no signal and uses half a dozen pads or more. It was indicated that a couple night ago the patient experienced a severe shock that took him a few nights to get over. A follow-up report will be sent if additional information becomes available.